Event description:
It was reported that patient underwent revision procedure of is inflatable penile prosthesis (ipp) due to cylinder rupture on both sides, so the outer silicone layer had ruptured in both cylinders. The patient had fluid loss, that is what he presented with was a nonfunctioning device due to fluid loss. The reservoir was salvaged. The patient wanted to keep his original reservoir, but the pump and cylinders were removed and replaced. The original reservoir was salvaged and refilled and connected to the new pump and cylinders. Patient is doing fine.